Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 7 months post implant of this 29mm bioprosthetic valve in the aortic position, the valve was explanted and replaced with a 25mm bioprosthetic valve due to a torn leaflet. The customer removed the previous valve leaflets but kept the root in place, and sutured the replacement valve into the root of the existing bioprosthetic valve. No further adverse patient effects were reported.